Event description:
It was reported that the pump was returned to the infusion clinic on the date of event and alarmed with error code 41622, 1003. This event occurred during infusion at the clinic. The operator of the device was health care professional. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D5 - operator of device was updated h4 - device MFR date was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.